Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms occurred. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6)2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while priming and the alarm could not be cleared. The blood glucose at the time of the incident was 323 mg/dl. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.